Event description:
It was reported that the user experienced low glucose overnight during the first night on the ilet and subsequently experienced prolonged high glucose for several hours after announcing their first dinner as the system adapted to meals. Symptoms included hypoglycemia that the user treated with oral glucose and then returned to sleep. Outcomes included transient low glucose with recovery after treatment; no hospitalization was reported. Investigation included troubleshooting and education regarding ilet meal adaptation and glucose management. Investigation of this case revealed no device malfunction identified during support interactions, and the event was characterized as cause unclear for both the hypoglycemia and subsequent hyperglycemia as the system learned user needs. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.